Manufacturer narrative:
D10 concomitant products: 176630, 176630 endoclip iii 5mm applier (lot#:j6a4051y), 176630, 176630 endoclip iii 5mm applier (lot#:j6a4051y), 176630, 176630 endoclip iii 5mm applier (lot#:j6a3442y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total gastrectomy, the jaws would not close. A clip was deployed with the jaws in an open position. The clip disengaged and fell into the patient cavity and required retrieval. The clip was retrieved. Clips were not able to load properly into the jaws at any point during use. Two more clip appliers from the same lot had the same issue. When a different lot was opened, the same issue occurred. The device was swapped with a new unit of the same product to complete the procedure. There was no patient injury.